Event description:
The customer alleges back to back results of 44 and 93 mg/dl on his meter. No adverse event, treatment, or action reported based upon suspect results. Return requested and replacement was sent.